Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the pump broke off where the reservoir goes in. The customer¿s blood glucose has been around 50 mg/dl for the last 3-4 days. She said that the location of the damage is on the reservoir lip/edge. The customer stated that the piece detached and she doesn't know how the damage occurred. The customer was advised that the insulin pump would need to be replaced, to discontinue use of the pump and revert to a backup plan per her doctor¿s orders. She was offered troubleshooting for low blood glucose and she declined because she doesn't think that it is pump related. The pump will be returning for analysis.

Manufacturer narrative:
The insulin pump had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, broken reservoir tube lip, reservoir tube cracked, cracked reservoir tube window and cracked lcd window.